Event description:
It was reported that intima-ii y 20gax1.16in prn/ec slm leaked. The following information was provided by the initial reporter: the radiology department of hospital placed an indwelling needle for the patient to prepare for enhanced CT. The leakage occurred when the saline was tested before the contrast agent, and the leakage was at the junction of the needle seat and the catheter tubing. Since it has appeared twice, the hospital requested a test report. 2021-01-18 received sales representative update, event description updated as follows: 1. Replaced the indwelling needle and injected again to complete the treatment without injury. The patient cooperated with the treatment without complaint. 3. No high pressure injection was involved.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/22/2021. H.6. Investigation: a device history review was conducted for lot number 0168639. Our records show that this is the only instance of a this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, functional testing was performed on the returned sample; leakage was observed between the hose seat and the extension tubing by our team of engineers. Closer examination of the affected region was able to identify an abnormality in the adhesive bond used to join the components. After a subsequent review of the manufacturing line, our engineers identified potential abnormalities in the automated process responsible for dispensing the adhesive, that lead to an uneven seal.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that intima-ii y 20gax1.16in prn/ec slm leaked. The following information was provided by the initial reporter: the radiology department of hospital placed an indwelling needle for the patient to prepare for enhanced CT. The leakage occurred when the saline was tested before the contrast agent, and the leakage was at the junction of the needle seat and the catheter tubing. Since it has appeared twice, the hospital requested a test report. 2021-01-18 received sales representative update, event description updated as follows: replaced the indwelling needle and injected again to complete the treatment without injury. The patient cooperated with the treatment without complaint. No high pressure injection was involved.